Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "no pt status available" alarm message. All other readings were displayed correctly and the unit continued to function normally.